Manufacturer narrative:
Patient information is unknown. Unknown; it is unknown if the screw came out the day it was implanted ((B)(6) 2016) or the day it was discovered ((B)(6) 2016). This report is for an unknown matrixrib screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original surgery took place on (B)(6) 2016. Post-operatively on (B)(6) 2016 surgeon discovered that the matrixrib screw had come out of the patient's bone. Original procedure was successfully completed without any surgical delay. It was unknown whether patient was experiencing any harm or discomfort due to screw which had come out of the bone and it was also unknown if patient will be further revised. This report is for an unknown matrixrib screw. This is report 1 of 1 for (B)(4).